Event description:
Customer reportedly rec'd results of 488 mg/dl on the inform sys and 133 mg/dl on a lab value within 10 mins. The discrepant results were obtained at a hosp. No action was taken based on device results. No adverse event reported. No qcs used. Requested return of suspect device and replacement was sent. Comfort curve test strip lot #549516, exp date 02/29/2008.

Manufacturer narrative:
The suspect prod is comfort curve test strips.